Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: they are getting high k (potassium) results. There was no treatment change or adverse medical consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode, erroneous results-potassium because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: they are getting high k (potassium) results. There was no treatment change or adverse medical consequences reported.